Event description:
It was reported that one device was used during a thoracoscopy. It was reported by the affiliate that the ez45b instrument would not fire so the cartridge was changed; however, that did not work either. A new stapler was used to complete the case. There was no consequence to the pt.